Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. In this case, the exact cause of the annular rupture and the aortic placement is unknown. However, the patient¿s severe native leaflet calcification and severe aortic root calcification could have contributed to the malposition and rupture. The ligation of the av groove caused an occlusion of the cx. The exact cause of lad bypass grafting is unknown. The patient¿s severe root and leaflet calcification could have contributed to the coronary artery occlusion as well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the valve landed 80/20 aortic/ventricular (a/v) with severe paravalvular leak (pvl). Post deployment, an annular rupture occurred requiring surgical intervention. A balloon aortic valvuloplasty (bav) was performed with 21cc of contrast. Tee post bav confirmed mild aortic insufficiency (ai). The patient was stable at this time. The delivery system with a 26mm sapien xt valve was advanced, aligned in the descending aorta, and advanced across annulus. Some resistance was noted. The valve was positioned under fluoro and was too ventricular, so it was repositioned 60/40 a/v under fluoro with contrast. The valve was deployed slowly, and shifted slightly aortic, landing 80/20 a/v. Tee showed moderate to severe pvl, by angio it was severe pvl. It was then noticed on angio there was contrast outside of the aorta. Tee then confirmed mild effusion, and at this point the patient became hemodynamically unstable. The physicians began protocol to place the patient on cardiopulmonary bypass pump. The surgeon present began medial sternotomy and patient was placed on cps. The surgeon attempted an external patch but there was still a leak. The surgeon ligated the av groove, causing an occlusion of the circumflex (cx) artery. A bypass graft to the cx artery was placed. It was attempted to repair the aorta but that was not successful, and the procedure was converted to avr. The sapient xt valve was explanted, avr procedure was performed, and a second graft was also attached to the left anterior descending artery. The temp pacer was turned off, and the patient went into vt. The patient was shocked and more suture repairs were performed. The edwards sheath was removed without any dissection or perforation noted on angio. In an attempt to wean off of cps, the central pressure dropped and iabp was inserted. 18+ units of blood was administered. Edema present in the abdomen did not allow for closure of chest. It is unknown why the lad graft was needed. There was some calcium noted above the lm near stj, however the pre existence of cad is unknown. There was also no official discussion regarding malposition of the valve. At last report, the patient was stable, and she was supposed to be taken back to the or to attempt closure of her chest. Mod-severe valve calcification and severe aortic root calcification was noted. Additional information received indicates the patient expired 10 days post thv explant and savr. No further information is known regarding the cause of death at this time.

Event description:
During a transfemoral tavr procedure, the valve landed 80/20 aortic/ventricular (a/v) with severe paravalvular leak (pvl). Post deployment, an annular rupture occurred requiring surgical intervention. A balloon aortic valvuloplasty (bav) was performed with 21cc of contrast. Tee post bav confirmed mild aortic insufficiency (ai). The patient was stable at this time. The delivery system with a 26mm sapien xt valve was advanced, aligned in the descending aorta, and advanced across annulus. Some resistance was noted. The valve was positioned under fluoro and was too ventricular, so it was repositioned 60/40 a/v under fluoro with contrast. The valve was deployed slowly, and shifted slightly aortic, landing 80/20 a/v. Tee showed moderate to severe pvl, by angio it was severe pvl. It was then noticed on angio there was contrast outside of the aorta. Tee then confirmed mild effusion, and at this point the patient became hemodynamically unstable. The physicians began protocol to place the patient on cardiopulmonary bypass pump. The surgeon present began medial sternotomy and patient was placed on cps. The surgeon attempted an external patch but there was still a leak. The surgeon ligated the av groove, causing an occlusion of the circumflex (cx) artery. A bypass graft to the cx artery was placed. It was attempted to repair the aorta but that was not successful, and the procedure was converted to avr. The sapient xt valve was explanted, avr procedure was performed, and a second graft was also attached to the left anterior descending artery. The temp pacer was turned off, and the patient went into vt. The patient was shocked and more suture repairs were performed. The edwards sheath was removed without any dissection or perforation noted on angio. In an attempt to wean off of cps, the central pressure dropped and iabp was inserted. Eighteen+ units of blood was administered. Edema present in the abdomen did not allow for closure of chest. It is unknown why the lad graft was needed. There was some calcium noted above the lm near stj, however, the pre existence of cad is unknown. There was also no official discussion regarding malposition of the valve. At last report, the patient was stable, and she was supposed to be taken back to the or to attempt closure of her chest. Mod-severe valve calcification and severe aortic root calcification was noted. Additional information received indicates the patient expired 10 days post thv explant and savr. The patient went into septic shock after one of her legs became gangrenous due to iabp placement. She was also unable to wean off of pressors and cvv. She was terminally extubated per family¿s request and quickly expired.